Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Field service engineer (fse) replaced the bipolar energy cord and rebooted the system due to activation error c-84. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The complaint was confirmed based on field evaluation. System issues related to error messages/faults can be worked through with troubleshooting measures, such as reviewing logs. Error codes like error(s) c-84 are an indication of system state. Errors occur when the system has detected a potential issue, or when it cannot be sure there is no issue and, therefore, the system transitions to a safe error state.

Event description:
It was reported that during a da vinci-assisted hysterectomy benign surgical procedure, that the customer contacted the technical support engineer (tse) for phone assistance regarding the integrated electrosurgical unit (iesu) or erbe would not auto stop and that an activation error c 84 occurred when using the fenestrated bipolar forceps (fbf) instrument with auto stop enabled. The customer indicated the bipolar energy cord had already been replaced, but the issue persisted. Tse reviewed the error information, advised that the erbe be power cycled at a later opportunity, and suggested trying a different instrument, but no further troubleshooting was performed during the call because the customer declined. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: during troubleshooting with the isi tse, site changed the bipolar cord and reset the erbe by turning it off and unplugging the power then turned it back. This resolved the problem, and site was able to complete the case without any more incident.